Event description:
Stapler ethicon cdh29 (29 mm) failed to staple anastomosis resulting in a circumferential leak. This happened with two staplers. When staples were dissected out of tissue doughnuts by the attending physician, they were found to be "partially formed."